Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the returned device indicated that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. Functionally, the blade loaded securely into a handpiece, ran at 5000 rpm in oscillate mode with no issues. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. There was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported via a manufacturer representative that the blade shook during an adenoidectomy surgery. This problem was noticed in the beginning of the operation. The doctor reinstalled the blade but still could not solve the problem. Finally, the doctor used another new blade to complete the operation. It was noted that it was the initial use of the blade. The surgery was delayed for about 5 minutes and no error code was displayed on the console. It was noted that there were no patient symptoms associated with the event.